Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast implantation procedure of unknown type with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was observed by the patient. As a result, the patient will undergo removal and replacement with mentor saline breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the surgeon was (B)(6), USA. The patient had not experienced any trauma, no known adverse problems. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/07/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement devices were gel mentor memorygel breast implant 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. At this point is not possible to determine the etiology of the brown material found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).